Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead, presented to the hospital due to the delivery of multiple inappropriate shocks and/or bursts of anti-tachycardia pacing (atp) minutes apart, however therapy was not exhausted. A field representative was paged, and magnet application was recommended. Upon interrogation, it was determined that there were multiple stored episodes containing crosstalk oversensing and intermittent respiratory rate trend (rrt) signal oversensing, thus resulting in the delivery of inappropriate tachy therapy. In one episode, quick convert was immediately followed by a 41j shock, which induced atrial flutter. Additionally, the rv lead exhibited a high out-of-range pace impedance measurement greater than 3,000 ohms. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. It was noted that the patient was lost to follow up since implant in 2020. Consult review indicated there were 900 stored episodes that were not visible, as the arrhythmia logbook was filled. Chest x-rays were taken, confirming right atrial (ra) lead placement in the atrium and rv lead placement in the apex. Rv sensitivity was reprogrammed from 0.6 mv to 1.5 mv, however the crosstalk oversensing did not resolve. The patient denied any chest pains and the patient's blood pressure was reportedly stable as the field representative was leaving the hospital. The rrt sensor was turned off, and tachy therapy was programmed off. Furthermore, the patient was heavily sedated and admitted to the hospital. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. Correction to h6: impact code f1203/life threatening was removed, as the atrial flutter was induced and is not life threatening.

Event description:
It was reported that the patient, implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead, presented to the hospital due to the delivery of multiple inappropriate shocks and/or bursts of anti-tachycardia pacing (atp) minutes apart, however therapy was not exhausted. A field representative was paged, and magnet application was recommended. Upon interrogation, it was determined that there were multiple stored episodes containing crosstalk oversensing and intermittent respiratory rate trend (rrt) signal oversensing, thus resulting in the delivery of inappropriate tachy therapy. In one episode, quick convert was immediately followed by a 41j shock, which induced atrial flutter. Additionally, the rv lead exhibited a high out-of-range pace impedance measurement greater than 3,000 ohms. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. It was noted that the patient was lost to follow up since implant in 2020. Consult review indicated there were 900 stored episodes that were not visible, as the arrhythmia logbook was filled. Chest x-rays were taken, confirming right atrial (ra) lead placement in the atrium and rv lead placement in the apex. Rv sensitivity was reprogrammed from 0.6 mv to 1.5 mv, however the crosstalk oversensing did not resolve. The patient denied any chest pains and the patient's blood pressure was reportedly stable as the field representative was leaving the hospital. The rrt sensor was turned off, and tachy therapy was programmed off. Furthermore, the patient was heavily sedated and admitted to the hospital. This ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient, implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead, presented to the hospital due to the delivery of multiple inappropriate shocks and/or bursts of anti-tachycardia pacing (atp) minutes apart, however therapy was not exhausted. A field representative was paged, and magnet application was recommended. Upon interrogation, it was determined that there were multiple stored episodes containing crosstalk oversensing and intermittent respiratory rate trend (rrt) signal oversensing, thus resulting in the delivery of inappropriate tachy therapy. In one episode, quick convert was immediately followed by a 41j shock, which induced atrial flutter. Additionally, the rv lead exhibited a high out-of-range pace impedance measurement greater than 3,000 ohms. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. It was noted that the patient was lost to follow up since implant in 2020. Consult review indicated there were 900 stored episodes that were not visible, as the arrhythmia logbook was filled. Chest x-rays were taken, confirming right atrial (ra) lead placement in the atrium and rv lead placement in the apex. Rv sensitivity was reprogrammed from 0.6 mv to 1.5 mv, however the crosstalk oversensing did not resolve. The patient denied any chest pains and the patient's blood pressure was reportedly stable as the field representative was leaving the hospital. The rrt sensor was turned off, and tachy therapy was programmed off. Furthermore, the patient was heavily sedated and admitted to the hospital. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. Correction to h6: impact code f1203/life threatening was removed, as the atrial flutter was induced and is not life threatening. Correction to b2: removed life threatening from outcomes attrib to adv event.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient, implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead, presented to the hospital due to the delivery of multiple inappropriate shocks and/or bursts of anti-tachycardia pacing (atp) minutes apart, however therapy was not exhausted. A field representative was paged, and magnet application was recommended. Upon interrogation, it was determined that there were multiple stored episodes containing crosstalk oversensing and intermittent respiratory rate trend (rrt) signal oversensing, thus resulting in the delivery of inappropriate tachy therapy. In one episode, quick convert was immediately followed by a 41j shock, which induced atrial flutter. Additionally, the rv lead exhibited a high out-of-range pace impedance measurement greater than 3,000 ohms. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. It was noted that the patient was lost to follow up since implant in 2020. Consult review indicated there were 900 stored episodes that were not visible, as the arrhythmia logbook was filled. Chest x-rays were taken, confirming right atrial (ra) lead placement in the atrium and rv lead placement in the apex. Rv sensitivity was reprogrammed from 0.6 mv to 1.5 mv, however the crosstalk oversensing did not resolve. The patient denied any chest pains and the patient's blood pressure was reportedly stable as the field representative was leaving the hospital. The rrt sensor was turned off, and tachy therapy was programmed off. Furthermore, the patient was heavily sedated and admitted to the hospital. This ICD system remains in service. No additional adverse patient effects were reported.